Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Additional information indicates that the patient had surgery on (B)(6) 2023 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number:3006705815-2023-00685. It was reported that the patient experienced ineffective therapy due to auto-reduction. Troubleshooting revealed high impedances on both leads. Reportedly, the patient goes to the gym every day. As a result, surgical intervention may be undertaken at a later date.